Manufacturer narrative:
This incident has been captured as complaint (B)(4). Device was visually inspected and serviced by the u.s. Distributor (praxair distribution). Customer complaint of calibration errors could not be confirmed. Information provided by the customer indicates this was off label use of the device. A review of the log files found high flow rates and high no dosages during the therapy dates. The device passed all incoming inspection steps with the calibration issues not able to be replicated on the device. However, out of the abundance of caution the sensors were replaced on the device, restarting the preventive maintenance cycle for the device. The device passed all functional testing and operated according to specifications and will be placed back into service.

Event description:
The customer reported that the device had been on a patient operating normally for 3 weeks. The patient was being administered a high dose (>30ppm) of nitric oxide (no) during the 3 weeks of use. During the final week, the device's nitrogen dioxide (no2) reading began to become erratic and eventually read in the -90 range. The device was removed from the patient at this time and replaced with another unit. No patient harm was reported. Off patient, the device was not able to be re-calibrated into normal readings so the device was returned for servicing.